Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book alarm on the insulin pump. The customer¿s blood glucose was 220 mg/dl. Customer went to swimming prior to receiving the error. Customer stated that the insulin pump had battery alarm. Troubleshooting was performed. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
At the end of the displacement test, the unit returned a pump error 24. After further examination of the unit¿s interior, there was heavy corrosion on electrical board just about everywhere. Unable to perform the rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the pump error 24. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.